Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer offered assistance to troubleshoot but declined reported abdominal pain while using the insulin pump, reported he was constipated. Customer reported issues on sensor as well that the reading was off 50 points reported site issues as well, getting skin reactions from the tape customer was given an insulin pen for the meantime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.